Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1923 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler screen was blank during unknown phase/cycle of dialysis. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. There was no bad weather or power outages in the area per the patient. Power cord was secure at both ends and patient had no other outlets to use. The fresenius technical support representative resolution was to replace the cycler due to blank screen and to contact pd registered nurse to inform of replacement. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Additional information was requested but not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.